Event description:
It was initially reported that patient was experiencing increased seizures and that their battery may be depleted. A battery life calculation indicated that the patient's generator was likely depleted, therefore, it was concluded that the increase was due to the depleted battery. An update was later received that the patient's parameters were increased and that battery was still functioning. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any"defects" or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Update was received that the patient's battery replacement was delayed due to patient's comorbidities. Follow-up with the physician was made and it was noted that the patient has sleep apnea. The physician suspects that the vns is making the patient's apnea worse.